Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the injector was returned and visually examined with no anomalies observed. For evaluation purposes, the slider was returned to the start position and tested for actuation. Results showed that the slider knob was not able to smoothly slide the full distance of the travel length and the alleged complaint was duplicated. It was observed that the slider knob was not aligned with the cam assembly track, which caused the resistance. When disassembled, the cam assembly was observed to be sitting slightly offset from the bottom syringe case. The unit was reassembled and functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advance to the end of the travel distance with no resistance. The malfunction may have been caused by the handling of the xen unit during transit. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force =0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. We will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported the injector's slider suffered resistance when the gel stent was being implanted into the right eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to serial number: (B)(4), lot number: 62066 with expiration date of june 2020. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the injector's slider suffered resistance when the gel stent was being implanted into the right eye.